Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the customer experienced a non-recoverable error on the universal surgical manipulator 1 (usm1) during system setup, with no patient involvement. The customer initially observed a recoverable error that did not resolve, and after multiple restarts, a non-recoverable error was reported. The system was moved to another location. The technical service engineer (tse) advised setting up the system and connecting it onsite for full log visibility to determine the root cause. Later, it was noted that the system could be used clinically, but resistance was still present on the distal setup joint usm1 rotational axis. The issue was suspected to be related to blue fiber communication on the da vinci systems. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced distal set-up joint (suj) to resolve the issue. The system was verified and ready to use. Isi has not received the suj for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.